Event description:
It was reported that suction regulators continue to fail, possibly due to age. We have repaired, rebuilt or replaced many over the years. Device malfunction - that is, device did not do what it was supposed to do.

Manufacturer narrative:
Suction regulators involved have not been returned for evaluation. User facility reports approximate age of device 20 plus years. Number of units involved unknown. User reported device malfunctioned. We don not know what the exact problem is. We do not know what maintenance was done on the suction regulators over the last 20 years. We do not know if the customer allowed foreign matter to go into the units during 20 years of use. We do not know what kind of handling has taken place over the past 20 years. We contacted the reporter and she was unable to provide any further details. We first learned of this issue when we received a copy of their MDR in the mail on (B)(4) 2012. (B)(4).